Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating ra lead had fractured confirmed via x-ray. Additional information has been received indicating that this ra lead was being explanted by laser and caused a tear leading to pericardial effusion.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating ra lead had fractured confirmed via x-ray.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.